Manufacturer narrative:
Fixture removal surgery due to deep infection and skeletal fracture after patient had a fall. Pain with and without loading was reported as clinical sign. The procedure took place on (B)(6) 2025.

Event description:
Fixture removal surgery due to deep infection and skeletal fracture after patient had a fall. Pain with and without loading was reported as clinical sign. The procedure took place on (B)(6) 2025.